Event description:
The pt reported she has experienced pain at the ipg site since her implant. The pt also reported she underwent surgical intervention on (B)(6) 2009, where she had an ipg pocket revision which did not resolve the issue. F/u info revealed the pt advised she did not have any issues regarding her stimulation/pain at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.